Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk date of event: unk. This product is not marketed in the us. Device evaluation : lens was returned in two pieces in a micro-centrifuge vial with moisture on lens. Visual inspection found that the optic and haptic were torn. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -7.00 diopter, implantable colander lens tore/broke during injection/delivery into the eye. There was no patient contact. A replacement lens was implanted and the problem resolved. In the reporters opinion the cause of this event was the device. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted